Manufacturer narrative:
Evaluation summary:(B)(4): the device was returned and analyzed and found to have no anomalies. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6) 2011, received a fax of medical records from (B)(6) that indicated the patient was admitted to the hospital on (B)(6) 2010 for fatigue, weakness, and fevers. The patient was diagnosed and treated for pneumonia and (B)(6). The patient had an underlying diagnosis of lymphomatic leukemia. Without any improvement it was discussed with the family and the patient was placed on hospice for pain, shortness of breath and progression of the leukemia. The patient died the same day on (B)(6) 2010. Discharge summary was also included and indicated at the time of death the patient had chronic lymphocytic leukemia stage 4, cognitive impairment, hypertension, (B)(6)/bacteremia, congestive heart failure, failure to thrive, malnutrition, ischemic cardiomyopathy, hyperkalemia, and increased creatinine clearance. Evaluation summary: (B)(4): the device was returned and analyzed and found to have no anomalies. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
Asku

Event description:
An implantable pulse generator (ipg) was returned from an unknown source with no information. Information identified in the manufacturer's database noted the patient died approximately six months post the implant of the ipg. Cause of death has been requested and not received.